Event description:
The guide line showed a twice rupture. The product will not be returned for evaluation. Followed up with customer, indicated that the guide line (guide wire) was breaking in two, disruption, rupture = disruption.

Manufacturer narrative:
Device will not be returned for evaluation.